Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector was occluded. The following information was received by the initial reporter with the verbatim: describe the event or problem: bdmaxplus, loop would not flush. Procedure: IV infusion. No known harm to patient, delay in treatment. This loop is a different lot number than those previously reported. What was the original intended procedure? : procedure: IV infusion. What problem did the user have (check all that apply) :device failed (e.g. Broke, couldn't get it to work or stopped working) model no: mp5303-c lot no: 23089006 date of event: 24 oct 2023

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that the mp5303-c would not flush. Two photos of the sample were submitted for quality investigation. One photo shows the packaging of the product and the other photo shows a syringe connected to an mp5303-c. The photos do not depict a flow issue or an occlusion in the extension set line. The customer complaint of fluid issue - fluid blockage could not be verified. Due to a physical sample not being provided a root cause for the failure could not be determined. A device history record review for model mp5303-c lot number 23089006 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.